Manufacturer narrative:
Initial.

Event description:
It was reported that a user scanned two freestyle libre 3 sensors to the libre app instead of the ilet mobile app, which resulted in the sensors being in use by another device and unusable for the ilet system; the user suggested that training should clarify that the freestyle libre 3 plus app is not required. No adverse clinical symptoms reported. Outcomes included loss of two sensors with continued successful therapy otherwise. User support included troubleshooting and user education regarding correct sensor pairing and app use. Investigation of this case revealed user error related to sensor configuration, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.